Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section d4 model number and catlog number were captured incorrectly in the initial report. They have been corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged balck particles blowing out form device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit was scrapped.

Event description:
A continuous positive airway pressure (CPAP) device was returned to a third-party service center for service. There was no report of patient harm or injury. During evaluation of the device at a third-party service center, the sound abatement foam was found to be degraded. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.